Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the machine failed leak test in operation and service software and alarmed with release valve defective alarm. No patient involvement.